Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source exhibited error b30 (scope communication error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "b30 error" was caused by they could have plugged in a headset that was wet around the connectors, which would cause the b30 error. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service representative was onsite and reported that the clv-190 scope socket was wet. Once the scope socket was dried off and another scope was used, the b30 error was resolved.

Manufacturer narrative:
This report is being supplemented to provide a correction to b5. The information included in b5 was inadvertently omitted from the initial medwatch report.